Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that there was a safety switch in the rv lead the day after implant. Rv threshold 7.5v@2ms with intermittent capture and impedances >2800 ohms. There is no indication of a lead revision.